Manufacturer narrative:
Correction: this follow up record is the correction of the previous follow up record (pr ID (B)(4)) in which it was identified as non-reportable. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system cannot expose and system was producing low disk errors. Upon troubleshooting fse found there was a database consistence problem. Fse replaced the image processing pc (ippc). After replacement system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It has been reported to philips that the system was producing low disk errors and is unable to expose. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer). The fse replaced the ippc and returned the system to use in good working order.